Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 4 false positive results were obtained in drawer a. Confirmatory subculturing was performed. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that 4 new false pos for drawer a. Customers will check false pos with sub culturing before reporting any results.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: it was reported that 4 new false pos for drawer a (instrument top bactec fx, material no: 441385, serial no: (B)(6)). Field service engineer (fse) went onsite, replaced rack e/f in drawer b. Cleared all sticky bits and unblocked the stations for rack e/f. Ensured all rack leds were working properly. The complaint is confirmed and the root cause is related to "faulty rack assembly". No action level breached for confirmed complaints, therefore, no corrective actions required. No new risks or hazards were identified. DHR review is not required due to the age of the instrument. Bd quality will continue to monitor trends.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 4 false positive results were obtained in drawer a. Confirmatory subculturing was performed. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that 4 new false pos for drawer a. Customers will check false pos with sub culturing before reporting any results.